Event description:
Rotaglide is a lubricant manufactured for boston scientific corp. This lubricant is used for wires/stents for vascular procedures. This morning, one of our crnas was getting her anesthesia cart ready and noticed a vial on her cart that appeared to be propofol - thankfully she checked the medication. It turned out to be this product rotaglide. Yesterday a physician asked for a lubricant and a pharmaceutical rep (unk why this rep was in the operating room) brought this into the room to show the physician and it was left in the room on the anesthesia cart and we are guessing it inadvertently stayed on the anesthesia cart during turnover. This product looks exactly like propofol. It is white, milky, with the same size vial, cap color, and label color and it does not say not for IV use. There is also (B)(6) inscriptions all over this vial, but it states it is manufactured for boston scientific corp, (B)(4). Our safety team had searched online and stated there was an incident like this many years ago and 4 pts died as a result.